Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.

Event description:
This male pt with a history of previous coronary bypass grafting (1995), previous coronary angioplasty with stenting (2005), and peripheral vascular disease, was admitted for coronary eval due to unstable angina. He was currently taking aspirin, plavix, statins, ace inhibitors, and beta blockers. Upon admission the pt was hypotensive (87/54 mmhg), and cardiac enzyme were within normal limits. Ejection fraction was 30%-50%. Angiography revealed an 80%, 17mm, de novo, smooth, type a lesion in a saphenous vein graft to the distal right coronary artery (rca). Aspirin, plavix, and heparin were administered. Pfa-100 was measured and showed clotting time at 300 seconds. A 3.0 x 23mm cypher select plus stent was positioned via direct stenting and was deployed to 20 atms with good results. There were no reported intra-procedural complications. Cardiac enzymes measured at 6-24 hours and 24 hours through discharge. Three days post index procedure, while still in the hospital, the pt complained of chest pain and was taken back to the cath lab. Angiography revealed a partial stent thrombosis of the cypher stent in the svg to the distal rca. No treatment or intervention was reported. Three days later, during the same hospitalization, the pt experienced renal failure, which was treated with re-hydration. This was determined to be unrelated to the cypher device. The pt was discharged in stable condition one-week post index procedure with orders for daily administration of aspirin, plavix, (225mg/day), statins, ace inhibitors and beta-blockers. At one-month and six-month follow-up, the pt denied cardiac symptoms and was compliant with all cardiac medications.